Event description:
Ous MDR - after an implant duration of about 44 months, artifacts due to oversensing were observed via home monitoring. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.